Event description:
Customer states after the needle is in the patient's arm or hand, the tubing seems to pop off after the tube for collection is added. Also, when inserting the collection tube to the hub (holder), the rubber sheath pops off and exposes the needle.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4). Received 20pc 450096/23j26u for evaluation. Received customer picture. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint, customer picture and samples to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormality which could be related to the reported issue. Retain and customer samples were visually inspected. No abnormalities with the connection between luer adapters and luer connectors were observed. Samples were then functionally evaluated by simulating a blood collection to fill blood collection tubes. No leakage from the rubber sleeves was observed, and sleeves retracted properly and covered needles completely. Furthermore, silicone application on the back needle was measured; all results were within specification. The alleged malfunction is not duplicated.